Event description:
Complainant alleged that during a routine preventative maintenance check, the device's battery would not charge and the unit would not operate on battery power. The complainant indicated that there was no patient involvement in the reported failure.